Manufacturer narrative:
(B)(4). The 16 mm aso was received in the postmarket surveillance lab and decontaminated. The aso was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The aso was loaded into a test 7f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The results of this investigation confirmed the aso met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the aso met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the aso, and the cause for the reported event remains unknown.

Event description:
The atrial septal defect was balloon sized to 16 mm. A 16 mm amplatzer septal occluder (aso) was implanted and released from the delivery cable. After release it was determined that the aso had prolapsed inferior and posteriorly, but did not migrate away from the septum and was determined to be too small. The aso was percutaneously removed with a snare and the defect was balloon sized again. At the second sizing, the defect sized to 20 mm and a 20 mm aso was used. The 20 mm aso deformed cobra-shaped upon deployment. The aso was removed and reshaped at the sterile table, but the aso continued to deform to the cobra malformation. Per the physician, the left atrial disc polyester patch did not look consistent with device experience. An 18 mm aso was placed with no further issues.